Event description:
Additional information was received that the lead was explanted due to impedance measurement issues. No adverse patient effects were reported.

Event description:
Additional information was received from the clinic that the patient had complained of syncopal episodes during the last clinic visit and that a rv lead fracture was the suspected cause of the high out of range impedance measurements. The patient was sent to an electrophysiologist (ep) fellow for consult, where the physician noted that the patient has had chronic low, but still within normal limits, rv lead pacing impedance measurements with normal threshold measurements. The result of a 12-lead electrocardiogram was normal and no other significant findings were noted. The ep did stated that the out of range high pacing impedance measurements were observed in bipolar configuration and not in unipolar configuration, while the low pacing impedance measurements were seen in unipolar. The lead was left programmed unipolar and the ep recommended monitoring the patient. The patient was admitted to the hospital two weeks later for sharp chest pain, shortness of breath with deep breathing and questionable malfunction of the rv lead. A stress test was performed at that time. The clinic did not have the results of the stress test and noted that the hospital records did not indicate any further medical or surgical intervention. No further information is available at this time.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the extracting stylet stuck inside of the lead and going through the insulation at 530 mm from the terminal pin. Visual inspection revealed that the conductor coils were deformed at 203, 212 and 275 mm from the terminal pin and stretched from 535 to 580 mm from the terminal pin. Further visual inspection noted cuts in the insulation at 95 to 100, 450 and 530 mm from the terminal pin. The insulation was also cut off at 15 to 20 mm from the terminal pin. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) as the lead safety switch had tripped for the right ventricular (rv) lead due to impedance measurements greater than 2500 ohms. The clinician also stated that oversensing of noise was seen when reviewing the electrograms (egm) and that the noise was able to be reproduced in the clinic. Ts discussed lead construction with the clinician advised her to further evaluate the integrity of the lead. An email was sent to the field representative in an attempt to obtain additional information from the clinic.